Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was deployed and had a poor bite and fell into patient in open state in unknown location. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block 6: imdrf device code positioning failure (a150201) captures the reportable event of clip falls into the patient in an open state in an unknown location.